Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that the freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for the freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips; no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of her mother who received an "error-3" message upon using the adc glucose meter. As a result, the customer was unable to monitor her glucose levels and had difficulty walking and standing as her leg was shaky. The customer's daughter provided her with water, cantaloupes, and aleve prior to taking her to the hospital on the night of (B)(6) 2020. Upon arrival, the customer had contact with a healthcare provider who obtained a glucose reading of 600 mg/dl, diagnosed with hyperglycemia, and was provided unspecified medications and injections as treatment. The customer was hospitalized for 12 days and released on (B)(6) 2020. There was no report of death or permanent injury associated with this event.